Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that there is one non-sustained tachycardia and one ventricular fibrillation event of less than 220 milliseconds ventricle to ventricle cycle recorded on (B)(6) 2014.

Event description:
It was reported that the patient received an inappropriate shock while in the swimming pool. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).